Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and high threshold. The physician performed rv revision for change in threshold and sensing. The lead remains in service. No additional adverse patient effects were reported.